Manufacturer narrative:
(B)(4).

Event description:
Procedure: total lap hysterectomy (tlh). According to the reporter: the needle broke in half on the endo stitch reload. The surgeon had to do an xray to find the remaining piece. There was no pt injury. Staff already threw it away. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was a delay over 30 minutes. A device fragment fell in the pt cavity. No device fragment was left in the pt.